Event description:
The customer alleged seeing areas in the brain scan which appeared to be blood when performing a CT scan. Rescans of multiple pts on the same scanner at a later time may not demonstrate the same issues. There was no report of misdiagnosis or mistreatment.

Manufacturer narrative:
Note: we have not completed our investigation of this event and therefore cannot complete at this time. We will file a f/u MDR upon completion of the investigation. (B)(4).